Event description:
Vascular intervention case to treat claudication of the sfa. The physician lased for 35 cm within a stent, on the second pass through the occlusion it was noticed that the laser was not advancing. Upon trying to remove the catheter it was difficult to pull through the sheath. Damage to the catheter tip was discovered after removal. No harm came to the patient, this report is being made due to the potential of exposure to manufacturing materials.

Manufacturer narrative:
The device returned for this event exhibited evidence of a lack of hydration. Continuous hydration is recommended per the IFU to prevent damage to the catheter tip when forward movement is not being made.

Manufacturer narrative:
Information in this follow up provides patient demographics (age, dob, weight and sex). No further information has been made available to spnc.